Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, inflammation (pt: injection site inflammation), was deemed to meet serious injury criteria of resulted in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) health care professional and concerns a (B)(6) year-old female patient. She was injected dermally, with a total of 3 ml of radiesse®, into the hands and knuckles (off label use of device), 1 year and 7 months prior to this report, in 2019. Radiesse® was injected with 0.1 ml into each knuckle, and with a total of 1.5 ml per side (into 5 injection points per side), using a 27g needle. Radiesse® was diluted in a 1:1 ratio (product preparation issue). As reported, the patient was 16 weeks pregnant (maternal exposure during pregnancy). In the area of the hands, the patient only had the radiesse® injection. As reported, the patient had no aesthetic treatments in the past. Further patients medical history was reported as none. Concomitant medication included folic acid and duphaston. She had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the past. In 2019, 1 year and 7 months prior to this report, after the treatment with radiesse®, the patient experienced pain in one knuckle. It was further described as edema and inflammation on the last finger. In 2020, 1 year and 2 months prior to this report, the patient was given a steroid, diluted 1:9. After 2 months, she was injected with saline. As reported, the reporter did not seen the patient since 4 months, and at the time of this report, the patient came back and complained of pain and inflammation (considered as permanent). No systemic antibiotic was prescribed, and the patient was not hospitalized. The outcome of the event was reported as not resolved. In the opinion of the reporter, the event was of moderate intensity, not life-threatening, unknown if permanent, and related to radiesse®. Internal database correction was performed on 29-apr-2021: the event "maternal exposure during pregnancy" was amended to "maternal exposure before pregnancy" and recoded accordingly.

Event description:
Follow-up information was received on 09-jun-2021: this case was downgraded to non serious. The patient was injected with radiesse®, in (B)(6) 2019. The reporter did not provide a lot number since it was an old product and it was disposed. The patient did not receive any additional measures after the treatment with steroid and saline. The corrective treatment was not necessary to prevent a permanent damage. The outcome of the event was reported as and changed from not resolved to resolved.